Manufacturer narrative:
The device was not returned as it was discarded at the site. Since the device was not returned, we are unable to perform further root cause analysis and the exact cause is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of t he micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex with shield did not open at the distal section. The devices were prepared and used per the instructions for use (IFU). The device was place in a bend. Less than 50% of the device was deployed when it failed to open. The device was resheathed 2 times. No additional steps were made to open the device. The device was sheathed and removed. No patient injury occurred. The patient was treated with coils. This event occurred during the treatment of an unruptured middle cerebral artery (mca) bifurcation, aneurysm. The aneurysm was saccular with a max diameter of 23mm and neck was 11mm. The distal landing zone was 5mm and the proximal 5mm. The vessel anatomy was moderate in tortuosity.